Manufacturer narrative:
Root cause: the root cause for the reported issue that device had failed leak down test was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during etco2 skills the device had failed the leak-down test while using the etco test jig that was newly purchased by the hospital. Customer biomed stated that he feels the test jig does meet their expectations, stating "the plastic t luer lock tube coupling will easily get damage and the blue stoppers get worn out easily". There was no patient involvement.